Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) and high voltage lead presented with device heating resulting in tissue damage and patient discomfort. No changes were reported. The patient status was unknown.